Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle or with extra force. Additionally, the customer removed the pump case from the pump and the cartridge was pulled out. There was no reported adverse impact to the customer. Reportedly, the customer reinstalled the cartridge. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.